Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. A 12-month service history review confirmed that the pump was last serviced on august 12, 2019. Visual inspection revealed no anomalies. Functional testing identified a defective downstream occlusion (dso) sensor. The issue will be resolved by replacing the dso sensor. The probable cause of the reported problem was the faulty dso sensor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the infusion pump displayed the error message as "cassette not properly connected. Re-insert cassette". There was no reported patient involvement.